Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined black substance was found inside of a homechoice cassette. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The sample was received with an opened pouch. A visual inspection was performed with the naked eye and no abnormality was observed. Functional testing was performed which included self-test and priming with no abnormality observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.